Manufacturer narrative:
Initial.

Event description:
It was reported that a user in the ilet experience study experienced hypoglycemia and stated the ilet was not preventing lows. Symptoms included low blood glucose, with no additional clinical details available. Outcomes included effects that could not be further characterized. Investigation included outreach for communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed no specific device findings, with the medical device problem, device component, and clinical characterization limited by insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.